Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of the info regarding device evaluation could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting the FDA will withhold it under exemption 4 of the freedom if info act. We believe that any disclosure of the info by a federal employee could constitute a violation of the criminal law (18 u.s.c. Section 1905) section h.6 device evaluation consisted of: a review of the device history record, visual examination, x-ray examination, electrical testing, hemeticity testing, and internal visual examination. Section h.6. Background: the pt, a 5 1/2-year-old girl, was originally implanted on 4/10/1997. Her clarion system functioned normally for the next ten months. On 4/17/1998, the pt was seen at the implant center for device evaluation. During the visit, her parents reported that their daughter had fallen off her bike hitting her head approx three months prior to the visit. Althouggh the pt suffered from a headache after the fall, her implant continued to function normally for the next three months. On 4/17/1998 the pt abruptly ceased hearing. Testing conducted at the center confirmed that clarion system was no longer functioning. Revision surgery took place on 4/27/1998. Review of device history record (DHR): mfg start: 1/14/1997 mfg end: 2/26/1997 no rework occurred on this device during its MFR. Visual examination: external visual examination did not reveal any damage to the device. The ics case was intact and in good condition. The electrode was also in good condition with all electrode balls in place. Bright light examination; bright light examination was not performed since x-ray inspection was performed. X-ray examination: x-ray examination did not reveal any internal damage to the ics receiver or the electrode wires in the fantail region. No internal components were detached from the substate or out of place. Electrical testing: pcit testing revealed that the device would not obtain link. No further testing was performed. Case hermeticity testing (leak testing): this device was subjected to gross leak testing +125 degrees c and passed. The device was then subjected to fine leak test. The leak rate was determined to be 1.5 x 10 -8 cc-atmospheres/second, which does not meet the minimum acceptance requirement. Further testing was unable to determine the site of the leak. Case removal: the case was removed to enable internal visual examination. Internal visual examination: internal visual examination revealed that the substrate was broken just behind the moly tabs and the conductive epoxy header lead mounts. The substrate was in two pieces with all feedthru pins detached from the hybrid circuitry. Capacitor c50 was damaged. The two placed where rtv material is added to act as spacers between the inner surface of the case and the substrate were also inspected and measured to assure that they were within specification limits. It was verified that the measurement satisfied the less than 0.059-inch height requirement. The rtv was found to be intact and undamaged. There were no visible indications of internal damage due to moisture. Internal electrical testing: internal electrical testing was not performed due to the condition of the device. Conclusion: the device failure was caused by the cracked substrate and damaged component. The fine leak was most likely the result of the same impact that created the broken substrate. The hybrid did not lose electrical continuity with the electrode channels unitl is separated completely. C50 was damaged during this separation process which then led to the loss of functionality. The cracking of the substrate was promoted possibly by a slight side load applied to the substrate from minor misalignment of the substrate to the header. Due to the condition of the mating surfaces at the substrate crack site it was not possible to reconstruct and measure this device's substrate to header perpendicularity. Analysis of the ics failure data indicates that the failure mode experienced by this device is limited. Corrective action: as part of continuous improvement efforts, upgrades have been made in the tooling utilized to establish and maintain the perpendicularity between the substrate and header assemblies. These changes were fully implemented in third quarter of 1997.

Event description:
A 5 1/2 year-old girl, was originally implanted on april 10, 1997. Her clarion system functioned normally for the next ten months. On april 17, 1998, pt was seen at the implant center for device evaluation. During the visit, her parents reported that their daughter had fallen off her bike hitting her head approximately 3 months prior to the visit. Although pt suffered from a headache after the fall, her implant continued to function normally for the next three months. On april 17, 1998 pt abruptly ceased hearing. Testing conducted at the center confirmed her clarion system was no longer functioning. Revision surgery took place on april 27, 1998. Pt was reimplanted with another clarion device.